Event description:
Deflation of left saline implant, followed by bilateral replacement with another larger brand, due to hutchison ide status. Yellow staining on interior of implant indicative of iodine-like substance placed in the implant. Valve strap is detached from shell.